Manufacturer narrative:
In use at the time of the event: cgm model: unknown; mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer became frustrated and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.